Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly after suspension of insulin delivery. The customer did not know the blood glucose reading. The customer stated that she took the insulin pump off to work out and tried to scroll down after suspending. She stated that the down button scrolled all the way down to utilities and would not allow her to navigate upward. She stated that the down arrow became stuck, and she could not cycle back up on the insulin pump. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all or the buttons functioning properly during our testing. However, found moisture damage to the keypad traces during our visual inspection. No unexpected buttons sticking occurred during our testing. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.